Event description:
It was reported that the leaded glass shield broke. There was no one in the room at the time of the breakage and no injury reported. The glass shield was replaced and the system is working as intended.